Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was inactive/non-functioning. MRI compatibility guidelines were sent to the hcp. The ins has been implanted since 2006. No patient complications were reported.